Event description:
The pt was admitted into the hospital in (B)(6), for severe upper gastric pain. The endoscopy did not reveal a source for his pain, but the biopsy revealed "marked mucosal necrosis" that was associated with inflammation and calcification; the presence of the calcification was concerning for gastric involvement from the therasphere treatment. The pt was treated (B)(6) 2011 (left lobe) and (B)(6) 2011 (right lobe). The right gastric and gastroduodenal arteries were both embolized prior to his first therasphere treatment, the maa scan was also normal.

Manufacturer narrative:
Nordion is communicating with the user facility to determine why the pt was not embolized prior to the second treatment as is recommended.